Manufacturer narrative:
Correction found in b5: describe event or problem and e4: initial report sent to FDA.

Event description:
A user facility mandatory medwatch was received that stated, "cytarabine primed with alaris tubing and with ICU spinning spiros device at the end came disconnected at the point of the spiros, 15 hours into a 24 hour continuous infusion of cytarabine".

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. The lot history was reviewed and there were no relevant non-conformance's found that would have contributed to the reported complaint.

Event description:
The event involved an oncology kit w/spinning spiros®, c-clip, red cap that had a spill of a cytarabine, a chemo drug. It was reported that the spiros kept falling off after it was attached with a c-clamp to the bd alaris bag tubing. The spiros disconnected at the point of attachment to the patient 15 hours into a 24hour continuous infusions of cytarabine. The chemo spill came in contact with the patient and the healthcare provider. It was also cleaned per protocol, the bag was discarded, and a new order was replaced. There was patient involvement but no adverse event, no blood loss or bleed back.